Event description:
It was reported that at 53,809 joules during a prostate procedure, the fiber tip was melted and that the aim beam of the side firing fiber was noticed to be forward-firing. The procedure was completed with another fiber. There was no pt or end user injury. The pt outcome was reported as "okay". The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00236).